Event description:
In the process of contacting the patient to notify that the device may be nearing end of service, it was discovered that the patient's device had been explanted. The patient reportedly fell against a table leg and "punctured" the ncp system. After the fall, the patient reportedly began having an increase in seizure activity. The patient is currently stable on medications and does not plan to have the vns re-implanted. Further follow-up with neurologist revealed that the patient never reported a fall to the office and that the neurologist had never treated the patient for a fall. The explanting surgeon indicated not to have treated the patient after the fall and that there was no puncture wound. Operative report from explant surgery indicates continued left anterior chest wall pain at the generator site and malfunction of vagal nerve stimulator.